Event description:
Complainant returned the device to a third party biomed company alleging that the device does not work properly. The third party biomed determined that the device shuts down after being powered up for a period of time. There was no indication from the complainant of any pt invovlement in the reported malfunction.